Manufacturer narrative:
Although additional information regarding the complaint was requested, it has not been provided. The root cause of the reported issue remains unknown. This medical device report is being submitted out of an abundance of caution.

Event description:
A customer reported that their AED battery and their spare batteries were depleted. No specific AED or battery information was provided. They reported that this did not occur during patient use.